Event description:
I had thermage performed on my upper abdomen. 60.5 on upper and 62.0 on mid abs 600 energy kj. On the mid abdomen area I have progressively been losing fat giving it the appearance of a deflated baloon, saggy as well as looking rippled and having indentations. I looked 100% better before as I had great abdominal muscles with a little loose appearing skin on the upper mid ribs when I bent over but now as the skin hangs and is loose in the center mid area above my belly button it sags now where it was firm before. The doctor and thermage are aware of the situation.